Event description:
It was reported that the patient was placed on the arctic sun device 2 hours ago and was not cooling. The current patient temperature was 37c, the target temperature was 33c, and the water temperature was 29c. The device was getting an alert 113 (reduced water temperature control), t1 was 37.3c, and t4 was 6.2c. The user stated that they took this device from another unit and the device had a biomed tag on it. Mss told the user that the device needs to be serviced, and they would get a device from another hospital. Per call back the next day, the patient temperature was 36.1c, but the target temperature was 36.5c, the water temperature was 40c and the flow rate was good. The patient was stuck at 36.1c for an hour and the user wanted to know if they could turn on the heater on the bed. Mss suggested to check with the medical team, but it seems appropriate because the flow rate was good.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be an outlet water temperature regulation error. However, this could not be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair could not be determined at this time. The serial number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic sun device product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was placed on the arctic sun device 2 hours ago and was not cooling. The current patient temperature was 37c, the target temperature was 33c, and the water temperature was 29c. The device was getting an alert 113 (reduced water temperature control), t1 was 37.3c, and t4 was 6.2c. The user stated that they took this device from another unit and the device had a biomed tag on it. Mss told the user that the device needs to be serviced, and they would get a device from another hospital. Per call back the next day, the patient temperature was 36.1c, but the target temperature was 36.5c, the water temperature was 40c and the flow rate was good. The patient was stuck at 36.1c for an hour and the user wanted to know if they could turn on the heater on the bed. Mss suggested to check with the medical team, but it seems appropriate because the flow rate was good.